Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 120mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
No audio or beep anomaly noted. Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test,unexpected restart error test and displacement test due to blank display.